Event description:
Filter jammed in the transition from storage tube to delivery sheath. This occurred with the first 3 products used on the same patient. Each time the delivery system was removed and replaced; leaving the initial delivery sheath in dwelling. On the 4th system used, the doctor was able to successfully deploy the filter to the targeted location. No patient injury reported.